Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient information was not crossing over. A technical support specialist (tss) remoted into the server and found no patient visit on the pes site. Searching by mrn showed the patient on a discharged visit, and the current admission was not visible. The tss suspected the patient was not admitted properly. After speaking with users, tss learned that no patients were crossing over to pyxis. Only pis messages were received, no active directory (adt) messages. A cast order query returned an error, and message logs confirmed missing adt data. Tss shared my findings with user and advised contacting the adt team. The interface engineer confirmed no messages were received through carefusion coordination engine (cce). The issue was resolved after restarting the cce server. The system functioned as intended after the technical support specialist and interface engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information did not cross over. However, there were no delays or adverse events or injuries reported based on this event.